Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) along with hypotension was reported. It has been reported that a versacross connect access solution kit for faradrive was selected for use during a pulsed field ablation (pfa) procedure. Three hours post procedure, the patient's blood pressure dropped. An echo was ordered, and a pericardial effusion was observed. The patient was taken to the operation room to solve the effusion and 700 ml of liquid were drained from the patient. The patient is expected to fully recover from the event. The device was used off label to complete a posterior wall ablation. The device is not expected to return as it was disposed.